Event description:
"The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, copd, kidney/renal damage/failure/aki and death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed."

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging death, kidney disease toxicity, copd, kidney/renal damage. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that tiny pieces of a black substance consistent with sound abatement foam degradation was observed on the outside bottom of the blower box and was stuck to it, dust like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, unknown dark deposits under and inside blower motor. Potential fluid ingress, unknown dark deposits inside blower box. Indicating potential fluid ingress, ui knob missing, high pitch blower whine. Tiny pieces of a black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, the issue of degraded sound abatement foam is addressed by CAPA 7211. Air inlet seal had yellowed and had dust-like contamination on it. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.